Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed exiting the infusion set tubing during the fill tubing step. Customer changed the cartridge twice. After loading another cartridge, insulin was observed exiting the tubing. Customer's blood glucose was approximately 300 mg/dl.